Event description:
Customer reported discrepant hemoglobin and hematocrit results from I-stat system as compared to laboratory results. I-stat system hgb result of 0g/dl/hct 1% pcv. Repeat testing on laboratory analyzer hgb 4.3 g/dl, hct 13% pcv.